Manufacturer narrative:
Hydraulic sub-assembly.

Event description:
It was reported by service report that there was hydraulic fluid leaking from the hydraulic sub-assembly. No patient involvement or adverse consequences are reported.